Event description:
This unsolicited case from united states was received on 04-dec-2017 from patient's son. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later after one day patient couldn't get out of bed, had severe knee pain and her knees turned into concrete after unknown latency there was device malfunction. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis bilaterally. On (B)(6) 2017, one day after receiving synvisc one injection, the next morning patient couldn't get out of bed. Patient had severe knee pain and "her knees turned into concrete". It was stated that patient could not even go to the bathroom. By that evening ((B)(6) 2017) an ambulance was called and patient was admitted to the hospital. The doctor stated that that it was just a bad batch. Since an unknown date, after unknown latency there was device malfunction. The patient remained in the hospital until (B)(6) 2017. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation ((B)(4)) has been initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc-one lot 7rsl021. The interim report is rqn# (B)(4). Last signature added for a signature controlled operation. Subtask was automatically closed. Seriousness criterion: hospitalization for all events. Additional information was received on 13-dec-2017. The additional event of device malfunction was added. The gptc number with ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment date 13-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and later could not get out of bed for which patient underwent hospitalisation. Based upon the available information, the causal role of the product cannot be denied for the occurence of events. However, there is no information regarding the technique of action and whether aseptic conditions were maintained during the injection. Further, information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical assessment.

Event description:
This unsolicited case from united states was received on 04-dec-2017 from patient's son. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later after one day patient couldn't get out of bed, had severe knee pain and her knees turned into concrete after unknown latency there was device malfunction. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis bilaterally. On (B)(6) 2017, one day after receiving synvisc one injection, the next morning patient couldn't get out of bed. Patient had severe knee pain and "her knees turned into concrete". It was stated that patient could not even go to the bathroom. By that evening ((B)(6) 2017) an ambulance was called and patient was admitted to the hospital. The doctor stated that that it was just a bad batch. Since an unknown date, after unknown latency there was device malfunction. The patient remained in the hospital until (B)(6) 2017. As of (B)(6) 2018, it was reported that patient was poisoned by using synvisc one. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: hospitalization for all events additional information was received on 13-dec-2017. The additional event of device malfunction was added. The gptc number with ptc results were added. Clinical course updated. Text was amended accordingly. Follow up information was received on 16-dec-2017. No new information received additional information was received on 22-jan-2018. Investigation summary was updated upon internal review. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-jan-2018: follow up information received doesnot change previous case assessment.this case concerns a female patient who received synvisc one injection from the recalled lot and later could not get out of bed for which patient underwent hospitalisation. Based upon the avaliable information, the causal role of the product cannot be denied for the occurence of events. However, there is no information regarding the technique of action and whether aseptic conditions were maintained during the injection. Further, information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical assessment.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient's son. This case concerns (B)(6) female patient who received treatment with synvisc one and later after one day patient couldn't get out of bed, had severe knee pain and her knees turned into concrete. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31- may-2020) for osteoarthritis bilaterally. On (B)(6) 2017, one day after receiving synvisc one injection, the next morning patient couldn't get out of bed. Patient had severe knee pain and "her knees turned into concrete". It was stated that patient could not even go to the bathroom. By that evening ((B)(6) 2017) an ambulance was called and patient was admitted to the hospital, where she remained until (B)(6) 2017. The doctor stated that that it was just a bad batch. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: hospitalization for all events pharmacovigilance comment: sanofi company comment date 8-dec-2017: this case concerns a female patient who received synvisc one injection and later could not get out of bed for which patient underwent hospitalisation. Based upon the avaliable information, the causal role of the product cannot be denied for the occurence of events. However, there is no information regarding the technique of action and whether aseptic conditions were maintained during the injection. Further, information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical assessment.